Event description:
Patient on heparin. Pump failure. Had to restart heparin drip supposed to be restarted at previous rate, 14.6 it was restarted at 13.6. Pharmacy was called in the afternoon and reported the error . Talked to charge rn; we decided to do a stat anti xa as it was more than 6 hours since last test . Now antixa back at 0.47 , so rate will stay at 13.6.